Event description:
A balloon ruptured following multiple inflations at 22 atmospheres, well beyond its rated burst pressure, during an arteriovenous hemodialysis fistula graft dilatation procedure. Percutaneous retrieval attempts were unsuccessful. A cutdown was performed for successful removal of the detached segment. No further treatment was required and the procedure was completed successfully. The pt's condition is good. The device has been received, evaluated and retained by this MFR. The engineering evaluation indicated two segments of balloon material were received. Microscopic examination revealed small fragments of balloon material in the distal bond area. Adhesive was present in the proximal bond area. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calicification. It was also indicated this device was inflated well beyond its rated burst pressure. Co believes the above factors may have contributed to this event. Directions for use state: "the rated burst pressure should not be exceeded. Inflation in excess of rated burst pressure may cause the balloon to rupture if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."